Event description:
Event: placement of stents in graft. Event details: access was achieved without use of a sheath. Wire wrap was encountered during deployment. Additionally, 180 degrees of graft twist was noted. Stents were placed bilaterally. A type ii - lumbar leak was noted. The graft was successfully implanted.